Event description:
It was reported that the patient had a lumbar sequence MRI that was stopped after only 5 minutes of magnetic exposure because the patient "felt hot all over her body". When the hcp asked if she was hot over her pump, the patient said, "no, it's all over". The patient has had mris in the past and had never reported temperature changes, or any problems with them. The patient's body temperature was not actually confirmed or taken with an oral thermometer. It was confirmed that the MRI was with a 1.5 tesla magnet. The pump contained dilaudid. The hcp who manages the patient's pump believed that would not be caused by the intrathecal dilaudid the patient was receiving.